Manufacturer narrative:
Results: release bar.

Event description:
It was reported by service report that the breakaway release crossbar is bent. No patient involvement or adverse consequences are reported.